Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged device is hot to touch. Patient alleged difficulty in breathing. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Ptient also alleged device is hot to touch and difficulty in breathing. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused difficulty in breathing. The reported event of difficulty in breathing and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection was completed by the manufacturer and found dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. They also observed that the p4 power connector is damaged on the outside. Unknown contaminate was observed inside the top and bottom enclosures and inside the ui and rear panels. A contaminate consistent with keratin was observed on the blower box.the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated. Section d8, d9, and g3 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and it should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to asthma, device lid will not stay shut, difficulty breathing, device hot to touch. There was no medical intervention required by the patient. The reported event of asthma, device lid will not stay shut, difficulty breathing, device hot to touch and its reported severity was reviewed by the manufacture's clinical expert. These event are assessed as related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Sections b1, b2 has changed related to the complaint changing from the reported product problem to adverse event and other serious or important medical events. Section h1 has changed to reflect a serious injury. Section h6 updated in this report.